Manufacturer narrative:
Pt information was not provided. No sample has been received to date. The consumer reported she has no prior history of reactions to medical adhesives or electrodes.

Event description:
A consumer reported four 2255-50 3m¿ red dot¿ soft cloth monitoring electrodes were applied to her chest for a holter cardiac monitoring test. The consumer alleged she experienced itching and a bright red skin reaction that "looked like a burn" under the adhesive portion of each electrode within 24 hours of application. The electrodes were discontinued and the skin areas were cleansed. The reaction was reported to her md who recommended an unspecified topical ointment. The consumer reported she did not use/apply the topical ointment. The reaction reportedly healed but the consumer alleged she has scarring.